Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2017 due to uncomfortable and ineffective stimulation. Reprogramming was attempted without success. Patient is taking pain medication.